Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer's blood glucose levels exceeded 500 mg/dl, with the sensor reading ¿high.¿ to manage the high blood glucose levels, the customer administered a correction injection using multiple daily injections (mdi) and cleared the alert on the pump to resume insulin delivery. The customer did not alter the infusion set or cartridge.